Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: PICC was place on (B)(6) 2022. Patient was in ICU and the PICC team got a complaint about a leaking PICC at the insertion site. They tried to flush the line but when they did it would leak at the insertion site so when they pulled it out they saw that it had a hole in the side of the PICC. The PICC was never used for CT or power injection. It was reported the PICC line was replaced. The patient's condition was reported as critical, unrelated to the device.

Manufacturer narrative:
Qn# (B)(4). The customer returned one video and two photos for analysis. The video revealed a leak in the catheter body when the proximal line was flushed. The first and second photo showed the hole in the catheter body. The catheter body was ballooned and warped around the hole. The customer also returned one PICC catheter for evaluation. Visual inspection of the catheter revealed a rupture in the catheter body. The walls of the ruptured material appeared thinned and the area around the rupture was ballooned, which is damage consistent with over-pressurization causing a rupture. The catheter body was ruptured 62 mm from the juncture hub. The total length of the catheter body measured to be 410 mm, which is within specifications of 398.4-411.2 mm per coated catheter drawing. The outer diameter of the catheter body in an undamaged location measured to be 0.08015" which is within specifications of 0.079-0.083" per product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." When the proximal lumen was flushed with a water filled lab inventory syringe , water exited the ruptured portion of the catheter. The distal and medial lines flushed as expected. A device history record review was performed, and no relevant findings were identified. The (IFU) provided with this kit cautions the user, "use only lumen(s) labeled "pressure injectable" for pressure injection to reduce risk of catheter failure and/or patient complications. Refer to the arrow pressure injection information label for pressure injection information. Ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." The customer report of a catheter rupture was confirmed by complaint investigation of the returned sample. The catheter body was ruptured approximately 62 mm from the juncture hub. A device history record review was performed with no relevant findings. Based on the condition of the sample received and the information available, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: PICC was place on (B)(6) 2022. Patient was in ICU and the PICC team got a complaint about a leaking PICC at the insertion site. They tried to flush the line but when they did it would leak at the insertion site so when they pulled it out they saw that it had a hole in the side of the PICC. The PICC was never used for CT or power injection. It was reported the PICC line was replaced. The patient's condition was reported as critical, unrelated to the device.